Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving duramorph 5.0 mg/ml for a total dose of 0.8082 mg/day via an implantable pump for spinal pain. It was reported the patient came to clinical for a pump refill on (B)(6) 2018 and the physician's assistant was unable to fill the pump. The order was given by hcp to do a pump check under fluoroscopy. The patient went to the hospital outpatient on (B)(6) 2018 and the hcp had to fill pump under fluoroscopy. Fluoroscopy was performed on (B)(6) 2018 and revealed the pump was flipped. Exploratory surgery of the pump was performed on (B)(6) 2018. When they opened up the patient they saw mesh around the pump from their previous hernia and gallbladder surgery from (B)(6) 2018. The hcp closed the patient and did not do anything else to the patient at that time. The hcp then contacted the general surgeon and they together took the patient to surgery on (B)(6) 2019 and removed the mesh from around the pump, repositioned the pump, placed the pump into the pocket, and attached the pump in the pocket. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was pump inversion and the device diagnosis was pump inversion and pump unable to enter/withdraw from catheter access port. The patient's weight was (B)(6)pounds. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event (pump inversion) to the implant procedure was unlikely related and the relationship of the event (unable to enter/withdraw from cat heter)to the implant procedure was not related. No further complications were reported/anticipated.